Event description:
It was reported that the insulin pump over-delivered insulin. The blood glucose reading dropped to 40 mg/dl. The customer is experiencing low blood glucose. Thirty units of insulin is missing. The blood glucose reading is 60 mg/dl. Customer treated with food. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. Programmed boluses and basals delivered and recorded properly during testing. Units remaining in the status screen matches the test reservoir volume. No daily total, basal or bolus anomalies noted.